Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements of up to greater than 125 ohms. Troubleshooting and programming options were discussed. The lead remains in service. No adverse patient effects were reported.